Event description:
It was reported that this lead was capped due to it was exhibiting high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.